Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics not provided.

Event description:
The customer reported that the internal blue piston stuck in the open position. Although requested there are no additional details provided at this time.